Event description:
An administrator reported that a glaucoma filtration device was blocked. The device was removed from the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e., no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info has been requested. (B)(4).